Manufacturer narrative:
No device was returned for evaluation. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Each cuff shall be also tested by customer prior use as per instruction for use lls10001031-001 rev. 100, page 3, instruction for use section, point 1: "the integrity of the cuff and inflation system should be checked prior to insertion". A review of manufacturing records for the provided lot number of 3917063 was conducted and confirmed that all in-process and final inspections were completed prior to release.

Event description:
Information was received indicating that a smiths medical tracheostomy tube was found to be leaking. Device was replaced, no adverse event reported.